Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated that the seat upholstery was torn and stretched. The caller advised that the end user is very uncomfortable and is hurting due to the seat sagging.